Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire remains in the patient. Device issue: guide wire separation. It was reported that during a ptca procedure, the guide wire separated and was left in the patient's body. Access was through the arm using a buddy guide wire technique. There was some resistance during removal of the buddy guide wires; however, other devices were removed without resistance. The two guide wires were in the lm and lad, a stent was implanted trapping the guide wire between the vessel wall and the stent. The patient was released from the hospital. No additional event or patient information is available.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast. The core was separated from the distal end of the hypotube. The separated distal portion was not returned. There was no evidence of a piece of the core left inside the hypotube. There were three kinks in the core, 1.5, 55.5, and 102.5 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. Guide wire separation at the hypotube can occur if the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Sem analysis was performed and confirmed that the core detached from the hypotube, and there was evidence of residue and imprints typical of core grind marks along the inner diameter of the hypotube indicating that the distal tip was properly inserted and adhered into the hypotube per manufacturing process. A cross sectional view of the hypotube was also taken and revealed evidence of a material, most likely adhesive, in the hypotube. In order for the guide wire to separate in this manner, the distal portion of the guide wire typically becomes trapped or stuck within the anatomy or within another product and a tensile force applied. There are several possibilities which may have contributed to the distal portion of the wire becoming trapped. First, it was reported that the procedure was performed through the arm vessel, and that resistance was felt during removal of the guide wires. The delivery of the guide wire through the arm appears to be related to the disease state of the patient. It is possible that the guide wire was more susceptible to stress at the hypotube junction as a result of delivery through the arm due to the nature of the anatomy. This additional stress at the hypotube junction may have contributed to the resistance reported during removal the guide wire. Secondly, additional information indicates a buddy wire technique was used and that a guide wire was entrapped between the vessel wall and the stent. Although the additional information does not confirm the entrapped wire was the reported bmw, this technique carries the risk of guide wire entrapment. IFU states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Thirdly, factors such as the reported tortuosity of the vessel, 90% stenosis and calcification of the lesion, may also have contributed to the distal tip becoming trapped within the anatomy. Additional information regarding the circumstances of the separation as well as a cine of the procedure were requested, however, no additional information or cine was provided, which may have aided in evaluation of the reported difficulty to remove the guide wire. Although the cause of the difficulty removing the wire could not be definitively determined, with the distal portion of the tip trapped, attempts to remove the wire in this state appears to have exceeded design limits causing the core to pull out of the hypotube as seen in analysis. The IFU warns against withdrawing the guide wire against resistance. The IFU states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The lot history record was reviewed. There are no non-conforming material records associated with this lot number. There is no indication of a product quality deficiency. This MDR is considered closed by the product performance group.